Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported an impella device for mechanical circulatory support. It was reported that the console ic5430 the console wouldn't turn on and started beeping even when connected to ac and the battery switch was on. The console started smoking and after opening it up the pbm board had burned and seeped onto the batteries. After changing the pbm board and batteries, system check failure appeared.